Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was received via remote transmission showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. No further information.

Event description:
New information notes that another instance of non-sustained rv oversensing episodes was observed on a remote transmission. Programming changes were made and the patient condition is fine.

Event description:
New information received notes that the recommended programming changes were made to the device. Patient was stable before, during and after the event.

Event description:
New information notes that another instance of post-paced twave oversensing was observed. No further information is available at this time.

Event description:
New information notes that another instance of non-sustained rv oversensing episodes due to post-paced t-wave oversensing was observed on a remote transmission. The patient did not receive therapy during the oversensing. Programming changes were discussed. No further information is available.